Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694965, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a lead impedance warning and the patient went to the emergency room when receiving inappropriate therapy due to the right ventricular (rv) lead having noise. Lead fracture was also reported. It was further reported that there was twos (t-wave oversensing). The rv lead was programmed off, and a few days later explanted and replaced. No further patient complications have been reported as a result of this event. It was also reported that the device delivered inappropriate therapy when the device feature was programmed on to avoid inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.